Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The three additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous coronary interventional (pci) procedure. Reportedly, there was resistance during insertion of the first proglide device; therefore, a scalpel was used to widen the nick and spread, and the device was removed. A second proglide device was attempted but when removing the device, the suture with the knot formed came out of the anatomy. A third proglide device was attempted but there was no suture present when the plunger was removed. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a greater than 8.5f sheath and the pci procedure was completed. Reportedly post-procedure, the knots of the successfully pre-placed sutures were successfully advanced and tied off; however, hemostasis was not achieved. A cut down was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the device into the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty inserting the device into the patient anatomy could not be determined based on the returned device condition. Factors that contribute to difficulty inserting the device may include, but are not limited to, the user wipes off coating prior to insertion, patient anatomy/tortuosity. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.